Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair goes forward and backward ok but would only turn to the right, dealer swapped motor leads and then would only turn to the left.